Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were impedance readings of >4000 ohms on all of the bipolar pairs. It was reported that the following impedance readings for the right lead were run at 2.5v: c-4, c-5, c-6, c-7 are all 1395 with <15 ua. All bipolar pairs are >4000 with current <15. While stimulation was turned on the patient had dizziness and "corticobulbar signs" and was not responding well on the left side. If clinically appropriate the impedances would be run at a higher voltage (3-4v). It was reported that the patient had an appointment (B)(6) 2011 for follow up and impedances would be checked again and an x-ray of the lead and extension would be taken. Additional information has been requested, but was not available as of the date of this report.